Manufacturer narrative:
Possible root causes of suspected false negative results discovered through amazon review are following: 1. Complainant might misinterpret test results. 2. Complainant might not follow the instructions for use (IFU) a. Inadequate sample collection (excess blood or mucus on swab). B. Interpreting result before 10 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of test device. 3. Complainant might not use the test in accordnace with its intended use a. Testing outside of first 7 days of symptom onset b. Taking high doses of biotin (> 10 mg per day) 4. 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). 5. Tests might be exposed to extreme environmental conditions during storage. 6. Another brand of antigen test might yield false positive results. It's unclear when the subject tested another brand of antigen tests. In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes. In the absence of the personal information and inability to communicate with the complainant, it would be difficult to rule out potential root causes identified above.

Event description:
I took two of these tests and both indicated that I was negative for covid. I wasn't feeling any better so I wanted to take another one because I couldn't get a pcr test. My husband was able to find another brand and it immediately read "positive" within the first few minutes.